Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as sores with drainage. There was no alleged device malfunction contributing to the wounds. The patient¿s rehabilitation facility¿s nursing staff treated the wounds. Follow up indicated that the wounds improved.